Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws.

Event description:
The hospital reported that while using a t-piece, the auxillary common gas outlet (acgo) switch reverted itself back to the bag/vent/circle side meaning a loss of fresh gas flow to the t-piece. There was no report of patient injury.